Manufacturer narrative:
Mxp2441446 qerts# (B)(4). Email address for contact office is: (B)(6). Ortho performed retain testing, batch review, complaint review by lot and donor history. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. Discrepant negative reaction with cell# 11 for a patient sample post rhogam administration where anti-d was expected. The most probable assignable cause is sample related, associated with the patient's anti-d antibody being weak and at/or around the detection limit of the reagents and method employed. No general product failure was identified. No biased result was reported to the physician. The patient was not harmed.

Event description:
Customer contacted tsc to report a single patient reacted with false negative reaction against cell#11 from untreated 0.8% resolve panel c lot# vrc297 exp: 14jun2022 on vision analyzer. Ortho awareness date: (B)(6) 2022. Event recorded by tsc on: (B)(6) 2022. Event reported by: laboratory supervisor. Date of event at customer site: (B)(6) 2022. Reagents: 0.8% resolve panel c, lot vrc297, exp 14jun2022 (untreated portion). Mts anti-igg card, lot 081721001-10, exp 17jun2022. Equipment: vision j50003160. Software version: 5.11.2.46462. Patient information: pregnant. Received anti-partum rhogam, date not provided. Customer expecting patient to have anti-d due to receipt of rhogam. Customer reported d positive cells 1,2,3,4 reacted positive as expected, but cell 11 was negative. The tsc requested that the customer perform manual gel card testing and phenotype testing of cell# 11 but customer unwilling to perform. The customer reported that no other patient sample was affected. The customer reported that no biased result had been reported to a physician. The customer reported that the patient was not harmed as a result of the reported event.